Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. Per the reporter, the sample was discarded.

Event description:
The customer reported to baxter (B)(4) that the transfer set came off at the point where it connects to the catheter adapter while the patient was draining. There was no patient injury or medical intervention.